Event description:
The patient presented with a ruptured peri-ophthalmic aneurysm and sah (subarachnoid hemorrhage). On the following day ((B)(6) 2014), the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.75mm x 14mm) was delivered without issues; however, the proximal end of the pipeline appeared to be very slightly narrowed. A hyperform balloon was prepared to angioplasty (an option presented in the instructions for use, u.s.) The proximal pipeline open and it was discovered that the pipeline had developed small clot particles during this time. The balloon was then advanced and the proximal end of the pipeline was angioplastied to achieve full wall apposition and gain better position. Agristat was administered and 20 minutes was allowed to elapse to give time for the clot to resolve. On the following day, the patient was reported to be doing fine without residual effects of the clot. The patient was reported to be still in the hospital the following morning which was normal following a subarachnoid hemorrhage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).